Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient will undergo surgical intervention to address a suspected infection at their ipg site.

Event description:
Follow up information identified that patient was explanted due to infection and was prescribed oral antibiotics. The date of explant is unknown. The infection resolved over time.